Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to clinic for routine follow up, episodes of ventricular noise was observed on the noise. Patient is dependent on pacing. Programming changes were made. Patient was stable and will be monitored with routine follow ups.